Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while establishing final arm angle (efaa). It was noted that during use, the cds had anterior to posterior trajectory, which was corrected with additional plus added to the steerable guide catheter (sgc). The cds was removed and replaced. A new cds was used to complete the procedure. One clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical issue and difficult to position was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue and difficult to position could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.